Event description:
Per the clinic, the patient was explanted due to extrusion of the device and infection. Patient was explanted (date not known), and reimplantation is planned but had not taken place at the time of this report.